Manufacturer narrative:
A manufacturing review could not be conducted as the lot number is unknown. The device was returned with a visible circumferential rupture. The tip of the polyimide was detached and not returned. The edges of the polyimide break were jagged and stretched, likely caused by the retraction issues. No functional testing could not be performed due to the condition in which the sample was received. Based on the sample condition, the investigation is confirmed for a complete circumferential rupture and balloon and distal tip detachment. The investigation is inconclusive for retraction issues as the original sheath was not returned. Based on the available information, the definitive root cause for the balloon rupture is unknown. It is likely the rupture caused the balloon to bunch distally as it was being withdrawn from the sheath, resulting in the reported retraction issues. This likely led to the catheter separating into two pieces.

Event description:
It was reported that the pta balloon ruptured during the initial inflation (atm unknown) in an a-v graft in the arm and approximately 2cm of the distal catheter shaft, including a portion of the balloon, detached during retraction into the introducer sheath. The detached catheter segment was successfully retrieved via surgical cutdown. The patient was reported to be doing well post-procedure.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility did not have any additional details to provide at this time.